Manufacturer narrative:
We have requested and await consumer's return of product for eval. Lot code info verbally provided by the reporter has been sent to qa for investigation. We await the results.

Event description:
Received a report from a consumer indicating she contacted her physician for advice after she experienced a portion of a tampon expelling on its own nearly one month after end of her last menses. Consumer experienced no pain; no unusual symptoms; and physician did not conduct an examination.